Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable information becomes available. (B)(4).

Event description:
A customer reported that the irrigation output valve gave a system message during the procedure. The procedure was completed after a greater than 15 minutes delay. There was no patient harm.